Event description:
Post angiogram noted a type I endoleak present at the contralateral leg. Due to the diameter of the placed iliac leg, and the size of the artery, the needed extension required, should have a diameter of then millimeters. The preferred size was not available in the ancillary kit, therefore another manufacturer's endovascular iliac graft was placed. Final angiogram noted no visible signs of an endoleak.